Event description:
During an angioplasty procedure of the superficial femoral artery (side unknown), this balloon ruptured at nominal pressure during its fourth or fifth inflation with an indeflator. There was no info available regarding the pt or the vessel characteristics. The product was inspected and prepped and per the IFU. The physician used an ipsilateral approach and there was no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. Following the balloon rupture, the physician carefully removed the balloon from the pt. There is no information as to how the procedure was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.